Event description:
It was reported that the tip would not stay on the handpiece during the course of a surgical procedure. There were no adverse consequences reported. A back-up device was retrieved and the procedure was completed successfully without delay.

Manufacturer narrative:
The device will not be returned to the manufacturer for an investigation.